Event description:
It was reported by service report that nurse call was not functional. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result - damaged communication cord.